Event description:
Procedure: stress urinary incontinence according to the reporter: the pt alleged injury. The has suffered severe pain, swelling, and infections.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient continues to have difficulty walking and recurrent incontinence.

Event description:
Mesh revision surgeries (B)(6) 2011, (B)(6) 2012, (B)(6) 2015.